Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer returned the (B)(6), lot 893690 screws for evaluation due to lack of retention complaint. A visual inspection of the screws showed signs of attempted use. For further analysis the screws were returned to warsaw for further investigation by the ops manufacturing technician. The reported testing results show that the returned screws were damaged as there were imprints of the driver tip in the head of most the screws. Dimensional testing could not be completed due to the damage to the screw heads. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.the user facility is foreign;therefore, a facility medwatch report will not be available. Reporter source: (B)(6).

Event description:
It was reported that the surgeon experienced screw retention issues with four (4) screws during a maxillary osteotomy. Some screws were too loose to grip and some screws were too tight to grip. The procedure was completed with alternate devices. No adverse events have been reported as a result of the malfunction.